Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not charge when plugged into a power source, despite attempting to charge with multiple usb cables. There was no reported adverse impact to the customer. The customer declined to provide further information regarding the issue and declined follow up contact from tandem technical support, therefore no additional information could be obtained.